Manufacturer narrative:
The glucose reagent lot number and expiration date were not provided. The field service engineer (fse) found that the sample probe was dirty and there were splashes close to the reagent probe. The fse replaced and adjusted the sample and reagent probes. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for multiple patient samples on a cobas c 503 analytical unit. The customer provided an example of discrepant results for 1 patient plasma sample. The initial glucose result was 10.7 mg/dl the customer was prompted to repeat the sample as they received an internal repeat limit notification. The sample was repeated twice and the results were 360 mg/dl and 365 mg/dl. The result of 360 mg/dl was deemed correct.